Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 months, 9 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced "thick brown" drainage coming from his percutaneous lead (driveline) exit site on (B)(6) 2018. Cultures were taken and patient was put on cipro oral antibiotics (6 days). On (B)(6) 2018, it was reported that the culture came back (B)(6) for (B)(6) growing from driveline exit site. The patient was instructed to stop cipro and start oral doxycycline antibiotics twice daily (111 days). IV antibiotics were reported as ancef and "cerufuroxime". No additional information was provided.